Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up eight inappropriate shocks were delivered due to atrial fibrillation with a fast ventricular response resulting in therapy exhaustion. It was noted that anti tachycardia therapy was also delivered. Reprogramming was discussed with boston scientific technical services (ts). The device remains implanted. No adverse patient effects were reported.